Event description:
While attempting to give an injection the cap and needle (not removable) separated from the syringe together on 3 needles. No patient or staff injury or risk.======================manufacturer response for syringe, 1ml 29gx1/2" 7.10.14, b-d (per site reporter).======================left vm, no response yet, will return if requested.